Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted on the bedside board. The cause of the resets is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor returned a charger indicating that it was resetting.